Manufacturer narrative:
The manufacturer completed the investigation. The device history, manufacturing, and inspecting records indicated that the product was finally inspected and tested. The retained samples of the same lot have been inspected visually, tested electrically, and thermally. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. Based on the test results, the lot number was determined to be within specifications. The manufacturer concluded that a user error may have caused or contributed to the event.

Event description:
A report was received that the patient experienced a first degree burn from the grounding pad. It was noted that before the case even started, the pad was not sticking well, and that the patient was very oily. The physician assessed the burn was not due to the patients oily condition. The patient was administered prophylactic keflex antibiotic and silvadene topical cream, and is healing appropriately.

Manufacturer narrative:
The grounding pad will not be returned. It is indicated that the grounding pad will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced a first degree burn from the grounding pad. It was noted that before the case even started, the pad was not sticking well, and that the patient was very oily. The physician assessed the burn was not due to the patients oily condition. The patient was administered prophylactic keflex antibiotic and silvadine topical cream, and is healing appropriately.